Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The cause of the excessive ECG noise alarms and "adjust belt" messages was damaged wiring within ECG node c. Several wires were pinched by the ECG node cover resulting in a distorted front to back ECG signal. The root cause was a manufacturing error. The assembler failed to ensure the wires were routed according to the documented procedure, when installing the cover. The faulty electrode belt will be repaired. No adverse event resulted from the faulty electrode belt. The pt rec'd a replacement electrode belt.

Event description:
Nurse from a pt's doctor's office contacted lifecor customer support to report that the pt's device is alarming to "adjust belt" every 30 minutes. When support attempted to call the nurse back at the number she had provided, the number would continuously ring and never pick up. Support was able to contact the pt directly, the following day to follow up on the bonging alarms. The pt reported, that the system has been alarming every 30 minutes. Support requested a download to help diagnose the alarms. A review of the download revealed excessive front ECG falloff. The pt's electrode belt was replaced.